Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported patient called to get a prepaid label and another box to return product that was sent to her. Patient services asked what product was going to be replaced, patient stated she had no idea, and there was a list of what needed to be replaced somewhere. Patient stated the connector pin was stuck in the ins recharger and was not able to get it out. Patient had return of pain. It was noted broken connector pin and returned of pain happened ¿about a week ago¿. This would consider a gradual change in therapy and symptoms. Patient stated her pain had returned because she was not able to charge the insr recharger. A replacement desktop charger would be sent. It was noted connector was broken on desktop charger. No further complication and events were reported.